Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged that per night 3 times has to restart the device due to extremely loud noise. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging rushed to hospital with breathing difficulties, water in lungs and black particles, sore throat, dizziness, lightheadedness, and the device has an electrical odor smell issue related to a CPAP device's sound abatement foam. Medical intervention was not specified. The event reviewed by the pms clinical expert due to the patient reporting being rushed to hospital with breathing difficulties, water in lungs and black particles, sore throat, dizziness, lightheadedness, and the device has an electrical odor smell. Based on the available information at the time of the review, the device may have caused or contributed to the reported events of rushed to hospital with breathing difficulties, water in lungs and black particles, sore throat, dizziness, lightheadedness, and the device has an electrical odor smell. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code, health effect - impact code has been corrected and type of investigation, investigation findings and investigation conclusions have been updated. Section b1,b2 and h1 has been corrected in this report.